Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. Also, there was a pain in her back, buttocks and hip due to the device. For example, the pt was standing in line and all of a sudden she felt a shocking sensation or overstimulation. The stimulation was in the wrong location. This issue had been present for over a year. It was recommended that the pt visit their hcp to get the device interrogated. Add'l info has been requested, but was not available as of the date of this report.